Manufacturer narrative:
On 28-sep-2020, mentor received additional information regarding the date of explantation. Initially, the date of explantation was reported (B)(6) 2020. However, additional information indicated that the date was (B)(6) 2020. The relevant field has been updated. On 28-sep-2020, the suspected medical device was returned for evaluation. On 8-oct-2020, the investigation on the suspected medical device was completed. Investigation summary: during visual evaluation of the device, it was observed to be ruptured. Additionally, an anomaly was observed within the tear, consistent with a crease/fold. The evaluation determined that the loss of shell integrity is consistent with a crease fold rupture of the implant shell, which is a known inherent risk of gel-filled mammary prosthesis. Rupture can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Creating wrinkles or folds should be avoided during implantation or other procedures as it can result in a rupture in a later time. Breast implants may also simply wear out over time. Most women undergoing augmentation or reconstruction with a mammary prosthesis will experience some pain postoperatively. While pain normally subsides in most women as they heal from surgery, it can become a chronic problem in other women. Chronic pain can be associated with a variety of factors. Surgeons should instruct their patients to inform them if there is significant pain or if pain persists. Pain is a known complication associated with these devices and is referenced in our current product insert data sheet. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: breast pain, rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a primary breast augmentation with a 375cc mentor memorygel breast implant and experienced postoperative right-sided breast pain and rupture. Initially, the patient was experiencing right-sided breast pain and had a consultation with a healthcare professional. The patient was referred for mammogram due to the breast pain, and the result indicated the right-sided rupture. As a result, the patient underwent bilateral removal and replacement with two unspecified mentor gel breast implants on (B)(6) 2020.